Manufacturer narrative:
The returned module was evaluated. Visual inspection upon receiving revealed no external defect or damage. The module failed functional testing due to a broken wire inside the fh bend relief connector and inside the fh connector. The identified wire breaks result in loss of functionality. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.